Manufacturer narrative:
(B)(4). This complaint was reported for a system error 2240 (air in line) that occurred during drain 1 of 3. A sample was not available therefore this complaint was not confirmed and no root cause determined. There was no specific lot number identified; however, a batch review was performed on a potentially associated lot (h09k03110) with no issues noted. The direction insert and the homechoice patient at-home guide have multiple instructions and warnings for aseptic technique. The homechoice patient at-home guide instructs a patient how to perform an emergency disconnect for a short time period. The labeling review found the labeling adequate for the potential use error in the complaint. There is no adverse trend for this issue. There is an ongoing CAPA investigation, (B)(4), associated with this report. The root cause of the issue will be identified and addressed through the CAPA.

Manufacturer narrative:
(B) (4). Sample was discarded.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarms that appeared on the homechoice (hc) unit during drain 1 of 3. The alarm log was reviewed and system error 2367 was preceded by system error 2240. The care giver (cg) stated that the home patient (hp) disconnected during drain to go to the bathroom and then reconnected himself. The technical service representative (tsr) explained to the cg that a system error 2240 indicates large amount of air has entered the cassette and system error 2367 has ended therapy and the hp would need to start over with new supplies. The tsr explained to the cg that the only time the hp could disconnect is during a dwell and must reconnect before dwell is completed. The tsr assisted the cg disconnect the hp. The tsr advised the cg to inform the peritoneal dialysis nurse of the system error 2240. The hp would start over with new supplies. A system error 2367 is an alarm that is due to a previous system error alarm. When this alarm occurs, the hc is discontinuing the present therapy. Another complaint was not opened for this alarm as it occurred as a result of the reported system error 2240 alarm. The hc unit was operational. On 2-25-2010, a follow up call was made to the home patient's nurse who stated that the home patient was no longer on peritoneal dialysis therapy. The nurse stated that the home patient had a stroke in (B) (6) of 2009 and then was sent to rehab, then to a nursing home. The nurse stated that on (B) (6) 2010, the home patient was discharged to go home and the family was going to assist him with peritoneal dialysis (pd) therapy, but it was not working out. The nurse stated that the home patient was taken off of pd therapy due to his mental status. The nurse stated that the home patient would take the cap off of the catheter and watch the fluid run out. The home patient did get peritonitis on (B) (6) 2010 and was hospitalized from (B) (6) 2010 to (B) (6) 2010 and then went to nursing rehabilitation and is now doing better on hemodialysis. The home patient's peritoneal dialysis (pd) effluent was analyzed on (B) (6)2010 prior to being put on antibiotics. The pd effluent culture came back as staphylococcus coagulate negative. The nurse feels that the cause of the peritonitis was from the patient breaking the systems integrity. The nurse stated that the patient's outcome is ongoing and improving.